Manufacturer narrative:
The device was inspected by the customer support engineer (cst). Review of the diagnostic logs, found one occurrence of error code zb0063 (alert gui (graphical user interface (gui) safety audible alarm system (saas) audio failed). The gui alarm was replaced. Testing was performed per the MFR's specifications and the device was returned for use. Should additional information become available, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA indicating the device experienced a device alert gui (graphical user interface (gui) safety audible alarm system (saas) during patient use. There was no adverse event reported. No additional information has been received.